Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient cited episodes of feeling lightheaded. Noise was observed on the right ventricular lead. The noise could not be reproduced with isometrics. The ventricular polarity was changed to unipolar.